Manufacturer narrative:
This report is being submitted to relay additional information. The customer has identified the previously unknown biomet screw, to be an iunihg screw. The following sections are being reported: b4: date of this report was updated. D1: brand name was added. D2: device product code was added. D4: catalog number was updated. G4: date received by manufacturer was updated. G5: premarket identification was added. H2: type of follow up was updated. H10: narrative/data was updated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was not received for evaluation. The reported condition of a fractured screw was not confirmed. Since product has not been returned, visual/functional evaluation could not be performed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
Doctor reports that an unknown biomet 3i screw had fractured and was removed from the implant.

Manufacturer narrative:
This report is being submitted to relay additional information. Customer relayed patient information as well as the information that the product has been discarded. The following sections are being reported: a1: patient identifier (in confidence) is updated. A2: age at time of the event is updated. A3: patient sex is updated. B4: date of this report is updated. G4: date received by manufacturer is updated. G7: type of report is updated. H2: if follow-up, what type is updated. H3: device evaluated by manufacturer is updated. H6: method code was updated to 4119. H6: results code was updated to 3221. H6: conclusions code was updated to 4310. H10: narrative/data was updated. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no product or lot number provided.

Event description:
No additional or corrected information to report.